Event description:
It was reported that the device began smoking during a procedure. The procedure was completed with this device w/o delay. There was no report of pt or user injury and no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted when the investigation is completed.